Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 400 mg/dl at the time of the incident. The customer was at 229 mg/dl at the time of the call. The customer had a low and treated with juice, but their levels kept rising even after correcting for the high. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer believes the recalled sets caused their high. The customer also had a low of 40 mg/dl and treated with food. The customer also reported that their meter was not matching up with the hospital equipment. The insulin pump will not be returned for analysis.